Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 3.1 failed. The field service engineer assisted the customer for rebooting the device by unplugging backup battery. The issue was resolved with no further failure identified. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that cubie drawer 3.1 failed, unable to recover and require maintenance. The customer conformed that there was no patient involvement occurred and no harm to the user. There were no adverse events or injuries reported based on this event.